Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26mm sapiem 3 ultra valve via transfemoral approach, the valve came off the delivery system at the level of the external iliac. It was noted that the operator grossly over mounted the balloon into the 26mm valve during the mounting process. The doctor attempted to bring the valve back into the esheath plus and take the entire system out as a whole. On several attempts, the valve was too far off the balloon. The operator used a peripheral balloon contralateral into the descending aorta to brace the tavr valve at the top of the valve, while attempting push the balloon forward through the valve. This was to get more balloon into the valve in order to be able to pull valve back into the sheath but this attempt did not work. In the end, the valve came off the delivery system at the level of the external iliac. The wire was maintained through the valve and serval attempts to bring it inside a 21fr cook sheath. Eventually, the decision to take the patient to surgery and remove the valve was made. Patient is fine as of now.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The commander delivery system (ds) was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u, device preparation training manual, and device procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty or inability to withdraw system through vasculature, withdraw difficulties and valve dislodged off balloon were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the valve came off the delivery system at the level of the external iliac. It was noted that the operator grossly over mounted the balloon into the 26mm valve during the mounting process. The doctor attempted to bring the valve back into the esheath plus and take the entire system out as a whole. On several attempts, the valve was too far off the balloon. The operator used a peripheral balloon contralateral into the descending aorta to brace the tavr valve at the top of the valve, while attempting push the balloon forward through the valve. This was to get more balloon into the valve in order to be able to pull valve back into the sheath, but this attempt did not work. In the end, the valve came off the delivery system at the level of the external iliac. The wire was maintained through the valve and serval attempts to bring it inside a 21fr non-edwards sheath". Per the training manual, "ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries)" during sheath insertion. As the crimped valve was reported to be dislodged from the delivery system at the external iliac, it is likely that the sheath was not fully inserted beyond the aortic bifurcation as required by the training manual. This leads to the delivery system and valve to be retrieved through the distal portion of the patient's iliac which may have had factors such as calcification and tortuosity that could have made it a challenging pathway. In addition, it was reported that the crimped valve was "grossly over mounted" on the balloon. Per the training manual, "place the valve and qualcrimp crimping accessory in crimper aperture. Insert the delivery system coaxially within the valve on the valve crimp section (2-3 mm distal to the balloon shaft)". If the valve is not crimped over the crimp zone marker, it is likely that the profile of the crimped valve may have been larger, further leading to the difficulty during withdrawal. This would have also made the valve more susceptible to be dislodged, especially if potentially excessive device manipulation was applied to overcome the withdrawal difficulty. In this case, available information suggests that procedural factors (incomplete sheath insertion, improper valve crimping, excessive manipulation) may have contributed to the complaint events. However, without applicable imagery, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. No corrective or preventative actions are required.